Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(6) clinical study. It was reported that myocardial infarction was experienced. In (B)(6) 2015, clinical assessment indicated that the patient's qualifying condition was intermittent, sharp, substernal chest pain for three to four days. The patient underwent an urgent percutaneous coronary intervention(pci). The target lesion was a de novo lesion located in the proximal right coronary artery(rca) with 99% stenosis and was 16mm long, with a reference vessel diameter of 3mm. Severe calcification was present. The target lesion was treated with pre-dilatation was performed with 3.0mm balloon catheter at 14 atmospheres followed by placement of a 3.00x16mm promus premier stent, resulting in 0% residual stenosis. Post dilatation was not performed. One day post procedure, the patient experienced a protocol driven myocardial infarction(mi). The location of the mi was not identifiable. No action was taken. The event was assessed as resolved on the same day. The patient was then discharged on aspirin and clopidogrel.